Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 5 ml bd luer-lok¿ syringe sterile, single use syringes did not have any markings on them. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: five loose 5ml assembled syringes and five sealed 5ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #7209529 (p/n 309646). The samples were visually evaluated. The syringes were found to have no print on the barrels. DHR review for batch 7209529 (p/n 309646): manufacturing dates: 08/12/2017 to 08/13/2017. Batch quantity was (B)(4). Marking and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7209529 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.